Manufacturer narrative:
The device was returned to the manufacturer for evaluation nd is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing "red heart" alarms with pump stoppages. The system controller was replaced with another system controller and no further problems were reported.